Event description:
Additional information was received that the device was explanted for normal battery depletion. No adverse patient effects were reported during the procedure.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that the patient with this device was presented in the emergency room after the device delivered anti-tachycardia pacing (atp) and shock therapy. Upon interrogation, the patient's rhythm accelerated intrinsically, the device exhausted therapy, however, the patient's rhythm converted on its own. The therapy was deemed appropriate for the detected rate of 170bpm to 210bpm. Additionally, the device had delivered a fault code indicating that increased charge time measurement was detected and end of life (eol) had been declared. It was unknown when elective replacement indicator (eri) was declared. The patient was reportedly stable. Critical therapy remained available to the patient. Technical services was consulted and recommended device replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--